Event description:
Same case as #: 6000089-2006-00816, 6000089-2006-00817. It was reported that during a coronary eluting stenting treatment procedure, witrhdrawal difficulty and a dissection occured. Clopidogrel or ticlopidine and plavix were admionistered pre-procedure. The 95% stenosed lesion being treated was located in the mildy calcified, severely tortuous intraventricular artery (iva). The physician predilated with a 30mm balloon, inflated to 18 atms. During the procedure, the physician experienced balloon withdrawal resistance after the successful stent implantation using a 2.50x20 mm taxus liberte drug eluting stent. A dissection occurred following the slip of the catheter guide, due to strong resistance. The dissection was corrected with a taxus liberte. The physician placed a 2.50x16 taxus liberte drug eluting stent. During placement, the physician experienced withdrawal resistance. Then, the physician placed a 2.75x32mm taxus liberte drug leuting stent and experienced balloon withdrawal resistance. Two cypher stents were placed in the circumflex (cx) artery. Total procedure lasted 2 hours. Plavix was administered post-procedure. Pt condition is rpeorted as "good". No pt complications were reported. This product is only ous approved but it is similat to a marketed us device.